Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to a use-related issue due to excess tension, snagging, or off-axis pulling during retrieval through the tibial tunnel, which caused the suture-to-wire interface to disengage.

Event description:
On 09/24/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-1249ib fibersnare nitinol guidewire was being used per the technique guide, the suture was retrieved from the tibial tunnel but became detached from the wire. This was tried three times, two of which the same thing happened and the third was successful. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.